Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review for the patient admitted with low flows and chest pain. A computerized tomography (CT) revealed a thrombus in the outflow graft. The patient's international normalized ratio (inr) was 1.3 and the patient was started on a heparin drip, milrinone, and received 1 liter of intravenous fluid. The flow reading was reported to be 0.0, pulsatility index (pi) 2.7, power 3.4, mean arterial pressure (map) 80-90 and the patient's heart rhythm was paced in the 80¿s. A stat echocardiogram was performed that showed there was no flow through the pump and the aortic valve was opening each beat. The patient was tired but asymptomatic. The pump was deactivated, and the patient was put on comfort care. The patient reportedly passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. In addition, the reported outflow graft thrombus could not be confirmed through this evaluation as no CT images were submitted for review and no product was returned for evaluation. The submitted system controller log files captured low flow events on (B)(6) 2022 in conjunction with decreased pump power consumption that appeared consistent with an obstruction within the pump 's blood flow path; however, the specific type/location of the obstruction could not be conclusively determined. No other notable events/alarms were captured, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump was not returned for evaluation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis and death as adverse events which may be associated with the use of heartmate 3 lvas. This section also includes explanations of pump parameters, including power and flow. It is stated that "device flow and power generally retain a linear relationship at a given speed" and "an occlusion of the flow path decreases flow and causes a corresponding decrease in power." Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures," warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.